Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor and the carbohydrate ratio settings in the pump changed. Customer's blood glucose level was in the 200 mg/dl range. The customer's endocrinologist corrected the settings. Upon review of pump history by tandem technical support, it was found that the pump had been unlocked by the user and pump settings had been manually changed.